Event description:
On (B)(6) pt had 5 fr powerpicc by bard inserted using ultrasound guidance and sherlock tip confirmation technology by PICC rn. Pt had tpn and fluids infusing for 3 days without problem, flushed easily, no bleeding or leaking. On (B)(6) pt with left sided neglect, facial droop, lue/lle loss of function with CT confirming infarctrt parietal lobe and tip of PICC in the aortic arch with emboli in lumen and tip.